Event description:
As reported by our edwards lifesciences affiliate in germany, regarding a 29mm sapien 3 transcatheter heart valve implant procedure in aortic position by transfemoral approach, during the procedure, more friction than usual was noticed when inserting esheath+ into patient and a lot of push force had to apply to go though the sheath with the commander delivery system with crimped valve and the valve alignment could not be performed correctly because of too much force and it seemed like a valve frame stent strut was pointing to the side. The commander with valve was retrieved though the esheath+ and then the esheath+ was removed. A completely new kit was used, and the procedure was completed with good outcome. Patient was stable post-procedure.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for frame damage was confirmed based on evaluation of the provided imagery. No manufacturing non-conformances were identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. As reported, ''a lot of push force had to apply to go though the sheath+ with the commander delivery system with crimped valve and the valve alignment could not be performed correctly because of too much force and it seemed like a valve frame stent strut was pointing to the side''. Per training manual, ''insertion force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'' and ''if insertion force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm''. In this case, provided information indicate that the patients access vessel presented mild to moderate tortuosity and mild calcification. Additionally, the sheath appears to be curved which may be indicative for presence of vessel tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. It is likely that additional device manipulation or high push force was used which then may led to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (device manipulation) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a new product risk assessment, nor corrective or preventative actions are required at this time.